Manufacturer narrative:
.

Event description:
Country of complaint: (B)(6). It has been reported that during a knee prosthesis placement surgery, there is a gap between the tibial plateau and tibial wedges. This is seen in x-ray. Total of 3 devices reported to be related to this occurrence; medwatch reports submitted include: 3005673311-2016-00131; 3005673311-2016-00132; 3005673311-2016-00133.

Manufacturer narrative:
Investigation: no product is at hand. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specification, valid at the time of production. Conclusion and root cause: no product available and therefore an analysis is not possible but we assume, based on the information available, the root cause of the failure is not product related. Rational: it could be possible that there were problems with the screw connection. Potential sources of faults relating to the screw connection. Screw incorrectly tightened. Dirty screw connection. No CAPA is necessary.